Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. After patient was found suffering a diabetic seizure and was foaming at the mouth; mother called an ambulance. Paramedics came to home, treated patient with (unspecified) medicine intravenously and he was taken to hospital via ambulance. Patient was admitted to the hospital, treated with intravenous fluids and blood glucose levels were monitored; he was released after 6 hours.